Event description:
Caller reported a minimum fill notification while attempting to load a new insulin cartridge. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.